Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a broken plunger during use that caused leakage. The following information was provided by the initial reporter, translated from portuguese to english: "I inform you that we found in our stock a syringe unit without needle 20ml bd plastipak l.:0078963 fab: 04/2020 with the broken plunger causing leakage."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a broken plunger during use that caused leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: "I inform you that we found in our stock a syringe unit without needle 20ml bd plastipak l.:0078963 fab: 04/2020 with the broken plunger causing leakage."